Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2019 CT imaging showed that there was an ivc filter in place positioned above the level of the renal veins. Proximally, the filter was angled 30 degrees medially. The majority of the distal anchoring struts extend well beyond the vessel wall and approximate the right renal hilar vessels. No further patient complications were reported.